Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot information was not noted in the journal article. Based on the information available, the root cause of the event cannot be determined. Additionally, based on the review conducted, there is no evidence of a failure of the device. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The following was reported in a journal article titled "continued good results with modular trabecular metal augments for acetabular defects in hip arthroplasty at 7 to 11 years, clin orthop relat res (2015) 473:521-527, michael r. Whitehouse, dept. Of orthopedica, et al, published 15 august 2014: it was reported that two (2) patients received re-operation of the acetabular component without revision for recurrent instability. Based on the review conducted, there is no evidence of a failure of the device.